Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis and angina occurred. In (B)(6) 2012, the patient presented due to myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 20mm long with a reference diameter of 2.75mm. The target lesion was treat with direct placement of a 2.75x28mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasurgrel. In (B)(6) 2014, the patient presented to the emergency department (ed) for a failed routine stress test. This was subsequently diagnosed as unstable angina and cardiac catheterization was recommended. The following day, the patient was recommended a week off of effient and stopping smoking and elective coronary artery bypass graft (CABG) was planned in 1 week and the patient was discharged on the same day. In (B)(6) 2014, the patient presented for planned CABG and underwent 3 vessel CABG including left internal mammary artery (lima) to lad, saphenous vein graft (svg) to 1st diagonal, and svg to 1st obtuse marginal. Four days later, the event was considered resolved and the patient was discharged on aspirin and prasurgrel.